Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is missing the electrode. The patient's blood glucose at the time of incident is unknown. The customer stated that the insertion site was the abdomen. The customer confirmed that the sensor did not appear bent, retracted, or damaged. Two other sensors in the same package were also missing electrodes. No products were returned and a replacement sensor was shipped to the customer.